Event description:
The retrospective file review article reports two pts (cervical catheter group) being treated for spasticity with an implantable infusion pump (itb) experienced infection of the implantable infusion pump. No add'l info concerning event resolution and pt outcome was provided. Journal reference: mccall, m.d., et al. "Cervical catheter tip placement for intrathecal baclofen administration." Congress of neurological surgeons. 2006; 59: 634-640.

Manufacturer narrative:
.